Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, it was found corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case at the display window corner, scratched reservoir tube window, and minor scratched lcd window.

Event description:
The customer reported that there was a button error on their insulin pump. The customer returned the insulin pump. Insulin pump was replaced. No additional information provided.